Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the hospital. Device interrogation revealed there were multiple episodes of high ventricular rate due to right ventricular (rv) lead noise. The rv lead was reprogrammed. The patient was in stable condition and will continue to be monitored.